Manufacturer narrative:
Concomitant medical products: the vessel sealer extend instrument involved with this complaint was returned and the device evaluation was completed. Failure analysis investigations confirmed the customer-reported complaint of "limited tip movement and articulation." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed to move intuitively during multiple attempts. This instrument¿s grip tips were not following the master tool manipulators (mtm) input commands smoothly. A visual inspection of the instrument showed that the jaw's ceramic dots were present. A review of the systems logs showed no failures. Failure analysis found the secondary failure of dislodged main tube to be related to the customers reported complaint as well. The instrument had a dislodged main tube. The metal tab was protruding from the main tube causing misalignment between the main tube and the snake wrist, resulting in non-intuitive motion. An additional finding that was not related to the reported event was that the instrument was found to have broken grip tips. The lower jaw was found to have material broken off, measuring approximately 0.025¿ x 0.115¿. The broken fragment was not returned with the instrument. The root cause was attributed to mishandling/misuse. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. A log review was performed and the following was confirmed: the benign hysterectomy procedure was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: failure analysis identified instrument breakage that resulted in material broken off of the vessel sealer extend. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragments falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer experienced limited tip movement and articulation with the vessel sealer extend instrument. A new vessel sealer extend was used to complete the procedure. The procedure was completed with no reported injury.